Event description:
It was reported that a volume discrepancy occurred. The actual residual volume was greater than the expected residual volume. Over the past 18 months or so, an extra 2-4 ml of residual volume was reported at refills. It was noted that over the past 3-4 months the patient had experienced a change in therapy effect with an increase in spasticity. The pump was replaced and the patient had experienced improvement in therapy since then. The drug delivered via the pump was lioresal (baclofen). Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709, lot# serial# (B)(4), implanted: (B)(6) 2006, explanted: product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).